Event description:
Patient presented to the physician with a suspected infection at the chest incision site. Physician prescribed antibiotics. Patient presented back to the physician and was brought into the operating room. Physician examined the area and determined the patient had developed a hematoma instead. Physician opened the chest incision, flushed the pocket, ensured hemostasis occurred, and closed. Physician prescribed antibiotics after the procedure was completed.